Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate after filling the cartridge. Reportedly, the cartridge was filled with 200 units. The customer's blood glucose level was 112 mg/dl. The customer declined to reload the cartridge and will continue monitoring the insulin gauge.